Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Review of the merlin.net transmission revealed patient received appropriate atp and 36j therapy. The arrhythmia was intermittent. Additional alerts showed undersensing. No therapy inhibition occurred. After the last vf episode, multiple non-sustained ventricular oversensing episodes were recorded with what appeared to be intermittent runs of vt/vf. The first vt episode was recorded at 1:32 am and the last non-sustained ventricular oversensing episode occurred at 1:46 am. The transmission showed no evidence of ventricular events, either sensed or captured.